Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) was not returned to zoll for evaluation. The reported complaint of "the thermogard xp ivtm system (sn tgxp13351) displayed mid:08 (post stuck key) error message" was confirmed during functional testing performed by zoll personnel at the customer's site. The root cause of the error message was due to the display head failure. During visual inspection, there was no physical damage noted on the ivtm thermogard console. The thermogard xp ivtm system failed functional testing due to the displayed mid: 08 error message. This is a stuck key signal for the mute button. The display head was replaced by zoll personnel to remedy the observed issue. After the replacement of the display head, the thermogard console became fully functional and performed as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During device check, the customer reported the thermogard xp ivtm system (sn (B)(4) displayed mid:08 (post stuck key) error message. All buttons on the display head are free and can be pushed. No patient involvement.